Event description:
It was reported while the patient was ambulating with the devices on the IV pole the devices suddenly shutdown. There was patient involvement, but no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported while the patient was ambulating with the devices on the IV pole the devices suddenly shutdown. There was patient involvement, but no harm.

Manufacturer narrative:
**UDI related data quality updates only** correction: unique device identifier (UDI)# added pi to the unique device identifier (UDI)# field. It was determined through investigation of the returned devices that the initially reported suspect device reported under manufacturer report number (B)(4) is a concomitant. The device was affected due to the issue observed on the suspect device captured in manufacturer report number(B)(4) 2016493-2023-248365 , 2016493-2023-248362, 2016493-2023-248366.

Event description:
It was reported while the patient was ambulating with the devices on the IV pole the devices suddenly shutdown. There was patient involvement, but no harm.

Manufacturer narrative:
Correction : it was determined through investigation of the returned devices that the initially reported suspect device reported under manufacturer report number 2016493-2023-248387 is a concomitant. The device was affected due to the issue observed on the suspect device captured in manufacturer report number 2016493-2023-248367, 2016493-2023-248365 , 2016493-2023-248362, 2016493-2023-248366.